Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with continuous glucose monitor (cgm) readings up to 300 mg/dl for approximately three hours after announcing and consuming a breakfast that may have contained more carbohydrates than entered. The clinician advised disconnecting from the pump and administering subcutaneous insulin via pen, after which glucose returned to range. Symptoms included hyperglycemia with small ketones. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin without hospitalization. Investigation included review of the event details, user-reported meal announcement, therapy adjustments, and cgm data context. Investigation of this case revealed that the most consistent factor was an incorrect meal size announcement relative to actual carbohydrate intake, with no reports of device alarms and no new medications reported other than ongoing semaglutide therapy and increased activity. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error leading to under-delivery for the meal.